Event description:
The external pulse generator which was returned due to having been dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Event description:
The external pulse generator which was returned due to having been dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis determined that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis also found that the power cord door was broken and it was therefore replaced. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis also found that the power cord door was broken and it was therefore replaced. (B)(4).